Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced resistance when filling a new cartridge with insulin. Customer's blood glucose was 79 mg/dl. Customer loaded a new cartridge successfully.